Manufacturer narrative:
Further information has been sought. A supplemental medwatch report will be provided after the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator gave a gas supply alarm while it was connected to a patient. There was no patient harm. (B)(4).